Manufacturer narrative:
(B)(4). Batch # unk. Date of event is 2019. Event day and event month were not provided. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the device clips were cross stapling the tissue during the operation time. It is unknown how the procedure was completed. There was no delay to procedure and no patient consequence.

Manufacturer narrative:
(B)(4). Investigation summary the analysis results found that the el5ml device was returned with no damage in the external components. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 12 conforming clips. The event described could not be confirmed as the device performed without any difficulties noted. The reported complaint could not be confirmed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this batch.